Event description:
This is a spontaneous case report received from a non-health professional in united states on 28-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted about 3 years prior to the report (2013). She had essure inserted at another office about 3 years prior to the report and removed on (B)(6)-2016. She went to the office and wanted essure removed. Quality-safety evaluation of ptc received on 17-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after around 3 years she had it removed for an unspecified reason. Medical device removal is listed in the reference safety information for essure. In this particular case, the reason for removal was not provided. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident since device removal was required. The outcome of the product technical complaint investigation resulted in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up received on 27-jun-2016: the letter sent to health care professional was returned undelivered. Company was unable to contact reporter since no information available.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.